Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
On (B)(6) 2022, during a tcar procedure, an extravasation and dissection was noted on the angiogram upon pulling back the 0.014"enroute guidewire and balloon, which led the physician to convert the procedure to cea and add a patch and the original stent placement over the dissection to resolve. It was reported that the patient passed their neurological check post-procedure.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
On (B)(6) 2022, during a tcar procedure, an extravasation and dissection was noted on the angiogram upon pulling back the 0.014"enroute guidewire and balloon, which led the physician to convert the procedure to cea and add a patch and the original stent placement over the dissection to resolve. It was reported that the patient passed their neurological check post-procedure.